Event description:
Reportedly, the instrument was fired correctly, the yellow stamp in the cartridge could be seen very clearly, but no clips were placed. This was noticed first as the circular stapler was inserted. The wound opened again and a second surgery team had to be appointed to stretch the tissue edges (beginning from the anus) to do a transverse anastomosis of the colon. The anvil of the circular stapler was removed from the anastomosis and no clips could be seen in the distal tissue edge.